Event description:
It was reported that the right ventricular (rv) lead had high thresholds of 8v ant 1.5 ms. The outputs were reprogrammed to the maximum outputs of 6v and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead (B)(6) 2013; rvdr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).